Manufacturer narrative:
H2) additional information: the issue was result of the navigation system's damaged bulkhead connector and submitted was previously submitted under 1723170-2019-05255. No issues found with the imaging system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported they took an imaging system spin and it had a nav tag, but it did not transfer. The navigation system just displayed that it was receiving, but nothing happened. The system had 90% free space on the hard drive and they rebooted out of spin software and booted back in. Then tried to re-push the exam, but had no resolve. They tried to put the exam on a usb and load it in a CT procedure and then go back into an imaging system procedure and it did not work. At this point, the site was going to bring in an additional imaging system and navigation system and hung up the call. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.